Event description:
It was reported that patient was experiencing inadequate pain relief despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.